Event description:
It was reported to philips that the system had frozen and required multiple reboots to resolve. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a coronary procedure was being performed when the issue occurred and was completed by restarting the system with a delay of less than 20 minutes. Customer reported to philips that the system had frozen. The review of system log files showed table tilt and collision errors. Upon troubleshooting, the philips field service engineer (fse) confirmed the table tilt variance error. To resolve the issue, the fse performed table tilt positioning calibration and tested the table movements and system operation, after which the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the additional information obtained, the procedure remained unaffected, allowing the customer to successfully complete it as planned after a restart with less than 20 minutes of delay. The procedure was finalized with a minimum delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.